Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, mobility. Patient has had multiple implant failures. Implant fell out.